Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 batch 15346898 was received for evaluation. Visual evaluation revealed that the screws were broken off, and only a small piece was attached to the sutures. No damage to the sutures and/or inserter was observed. A functional test was performed by moving the sutures, anchor, and assembly in the shaft without any resistance. The most likely cause of the reported failure is user error, which includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.

Event description:
On 1st september 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, the anchor broke during insertion. This was detected during an ankle fracture repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.